Manufacturer narrative:
Per tandems t:slim cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of (308 mg/dl) the customer took a manual injection to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer declined to check infusion set site. Reportedly, the customer had stored the insulin on ice. The customer was educated to only load insulin that is at room temperature. It was indicated that the customer would change supplies.